Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and cleaned the probe wash collar and diluent / vacuum lines, performed wash collar alignment and flushed and cleaned the vacuum chamber to resolve this issue. Ran daily checks and controls were all within range. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as blood leaking from the probe when samples were run. The observed blood was on the outside of the probe area, on the floor of the analyzer, under the probe and splattered on the inside of the front shield. The quantity was not provided, but it was contained within the analyzer. The operators were wearing personal protective equipment of gloves, eye protection and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.